Event description:
Related manufacturer reference number 3006705815-2019-02140. It was reported that the patient experienced inadequate stimulation. Multiple reprogramming's were attempted but to no avail. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the leads were explanted and replaced. During the procedure on (B)(6) 2019, the leads were noted to be pulled down. Reportedly, therapy was restored post-operatively.